Event description:
A hospital in another country reported to our distributor that an mr290 humidification chamber overfilled when connected to the water bag. No patient consequence was reported.

Manufacturer narrative:
Method: a visual inspection and mechanical test was done on the returned device. Results: when the chamber was inverted, the primary and secondary floats remained pressed against the aluminium base. Inspection revealed damage to the base of the chamber. This damage to the base was consistent with a known failure mode. Conclusion: the mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. Our monitoring and trending for this type of event has a rate occurrence worldwide for the last year of 0.00132%.